Event description:
It was reported that the device broke. A direxion hi-flo was selected for use. Upon withdrawal, it was noted that the device broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip, inner and outer shafts, and the hub/strain relief were microscopically and visually inspected. Inspection revealed a complete separation of both the inner and outer shaft at the base of the hub/strain relief, with the inner shaft damaged (stretched and flattened) for a length of 92mm with numerous kinks in the exposed inner shaft. Inspection of the rest of the catheter found no other damage or irregularities.

Event description:
It was reported that the device broke. A direxion hi-flo was selected for use. Upon withdrawal, it was noted that the device broke. No patient complications were reported.